Event description:
A customer reported experiencing a cartridge alarm during the load process. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no extreme impact. As a corrective action, tandem technical support confirmed a cartridge issue and decided to replace the pump. They instructed the customer on returning the faulty pump and provided guidance on using the replacement pump. The customer was advised to use multiple daily injections as a backup for insulin delivery without interruptions.